Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a high blood glucose of 400 mg/dl. The customer stated that she didn't realize that her blood glucose levels were high until it was too late. The customer stated that she removed the infusion set, and the cannula was bent. The customer experienced vomiting, excessive thirst, urination and abdominal pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer also stated that she was hospitalized on (B)(6), 2012 due to high blood glucose levels and chest pain. The customer stated that her hcp determined it was stress related. Advised the customer that a tubing clamp would be shipped to her in order to conduct the high pressure test. Nothing further was reported.